Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. It was also reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl; the cause was unknown. The customer consumed sugar to address blood glucose. Multiple attempts were made to obtain additional information pertaining to the low blood glucose; however, no additional information regarding this event was provided. Reportedly, customer continued using pump for insulin therapy.